Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Left and right motors are grinding and not braking properly, causing the chair to veer to the right.